Event description:
Note: this report pertains to a spyscope ds ii and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds controller were used during a an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the biliary duct on (B)(6) 2022. During the procedure, the console processor is not functioning properly, image not produce. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.